Event description:
It was reported that during an unknown procedure, the clamp could not be closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned in good visual functional. No functional test could be performed as the device did not open nor closed. The device was disassembled to verify the condition of the internal components and the rotation knob was broken at the pinhole interface; no other anomalies were noted.